Event description:
When retrieving balloon catheter, doctor and scrub technician noticed that balloon catheter was not intact. Under fluoroscopy it was observed that there was a portion of the balloon in the left iliac artery. Unable to retrieve so cut down had to be done in order to retrieve this portion.